Event description:
An analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the returned handheld and the battery failure allegation was not verified. No anomalies associated with the main battery were identified during the analysis. During the analysis it was identified that the handheld would not power on using the ac adapter. The cause for the anomaly is associated with an open electrical connection in the power portion of the serial cable. As a result of the open wire connection, the handheld was unable to receive power from the ac adapter. No other anomalies were identified.

Event description:
It was reported that site wants to return a faulty handheld and is asking who to proceed. Additional information was received that the handheld has battery issues and the physician wants it to be fixed or replaced with a motion tablet eventually. The suspect computer was received by the manufacturer. Analysis of the device is underway, but it has not been completed to date. Review of manufacturing records confirmed all tests passed for the device prior to distribution.